Event description:
It has been reported to philips that there was a geometry failure of the c-arm. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated a complaint reported by a distributor in denmark, regarding a device situated in germany. Additional information confirmed that the reported event occurred outside of clinical use, and that no patient or user harm was reported. A philips field service engineer (fse) inspected the system on site and confirmed that c-arm movements were not possible. Troubleshooting was conducted by the fse who identified the error "application error: error on [movement=beam c arm]" which indicated that there was an issue with the movement. The fse replaced a number of parts: the geo-io box, the suite pc, the power supply for the motor and the motor, two luc boards, the motor voltage regulator (mvr) high power board, clea extension boards 1 and 2, and the control rack. The issue still persisted and was not resolved. The fse returned at a later date and replaced the cable set (the cable between the roll motor unit and the control board), encoder and potentiometer due to having located high impedance at one of the connections for the c-drive. This returned the system to working order. The fse performed final testing which confirmed the system met specifications and returned the system to clinical use. Parts analysis was conducted which identified that the geo io box and the clea extension board 2 both presented with electronic defects. The information available indicates that the fse replacement of the defective cable set, encoder and potentiometer was the final resolution for the reported issue. A failure was also identified in the geo-io box and the clea extension board 2, however the contribution of these identified defects to the reported geometry issue is unknown. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable.